Event description:
It was reported that during an unknown procedure, there was damaged material in the tip. Surgery was successfully completed without delay and there was no patient consequence.

Manufacturer narrative:
Pc-(B)(4) .date sent: (B)(6) 2022. Batch # 366a31. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. The lot/batch history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts were made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: did any pieces fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If no, were they discarded? Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details.

Manufacturer narrative:
(B)(4). Date sent: 4/13/2022. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the b12lt device was received with the tip of the sleeve damaged melted. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices.